Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device, the distal lateral cut was over-resected by 1.5mm and the anterior chamfer cut was under-resected but wasn't physically measured. It was reported that they used a 4 in 1 block to resect the anterior chamfer an additional 2mm. The issue was identified while trying to do a trial with the implant. It was reported that they were able to resolve the issues so there was no negative impact to the patient. It was also reported that the saw stuttered while completing the procedure. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure reported. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted base station device, (B)(6) 2022. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated. There were no defects observed with the system or software. The device log files were analyzed and it was determined that the described issue of saw stutter or unplanned deactivation of the saw blade from the user perspective was confirmed. The evaluation determined that there was intentional deactivation of the device during use, but appeared to be within normal use. The assignable root cause could not be determined since it was found that the system performed as intended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.